Event description:
A coupling problem was reported. An implantable neurostimulator (ins) overdischarge was suspected. Problems with recharge coupling, patient compliance, health issues, and patient education were primary reason for overdischarge. The patient may potentially need an ins replacement. A company representative was trying to assist the patient with charging her battery, she has been having trouble charging the ins battery for a few months now and apparently it is dead. The last time the patient fully charged up her ins battery was a few months ago. At that time the patient was told a company representative could meet her in a few months but she had other medical issues and couldn¿t come back sooner until recently. The patient was seeing the call doctor icon on the screen, she tried to do that several times and then came back to the health care providers (hcp) office. The patient was having issues in the summer 2014 with trying to charge. A company representative was at the appointment back then and tried to do a physician mode reset/recharge (pmr). They have tried to do that but it¿s not working. The patient¿s doctor said that replacing the ins battery was her only option. The patient hasn¿t had an overdischarge in the past. Summer 2014 was when the patient wasn¿t able to charge because she went on a vacation; she started taking medication again. The patient last felt stimulation about three months ago. The ins was charging in the summertime of 2014 but it wasn¿t charging fully and then the patient wasn¿t able to use her stimulator fully for a few a months. It was charging but was experiencing coupling issues (only getting 2-3 bars) and patient was laying on it for 4-5 hours to get it to charge, but wasn¿t fully charging. (B)(6) 2014 was the last time the patient was able to charge up fully and feel stimulation. Health issues and other personal things came up, which were the reasons for not charging, the patient was trying to charge weekly. It was critical for the patient to charge so she wasn¿t going to say that it was 100% because of her health issues or things that came up. When the patient was implanted, she was not notified of maintaining the charging of the ins; but then it was stated that it was explained differently to her. Last week, (B)(6) 2015, the patient met with a company representative at the hcps. Patient was getting a doctors face with power on reset (por) and it went dead, would show the ins battery was dead. A company representative checked everything and told the patient she couldn¿t do much for her and walked her through a pmr to see the timer. At the patient¿s follow-up appointment on (B)(6) 2014, the company representative had the patient sitting there trying to charge, there were two coupling bars, haven¿t been able to get the full coupling bars; had to keep readjusting to keep the two coupling bars. This was done over the skin and not using a belt; patient was using the sticky adhesive discs instead. The patient kept encountering a coupling issue where it will drop to zero bars and has to reposition it. They weren¿t sure how damaged the ins battery was so that¿s why the patient¿s doctor said it¿s possible she may need an ins. The patient had no idea if the ins had flipped or moved. Last year 2014 was when the patient stopped getting all the coupling bars, but she used to get up to four bars last summer 2014. The patient was finding herself charging for longer periods of time because she only had four bars. The antenna was replaced one time last year. The company representative confirmed that the patient did not received a recharger replacement. The patient was not able to fully charge their ins after the pmr. The patient was only able to achieve 2-4 boxes on the recharging screen and it changes to 0 boxes immediately when she attempts to charge. The patient sat for two hours and the battery was still at 0% charged. The patient was not receiving effective therapy. The battery was not charged and the patient was unable to charge. The doctor has recommended replacing the battery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had three overdischarge in the past. The patient had a revision of the ins done on (B)(6) 2015. Prior to surgery the patient was in pain and the ins was checked. The hcp used the same ins but just repositioned the ins so that it's more superficial. The patient was able to fully charge last night over the dressing and was able to start using the stimulation today. The reason the ins was repositioned was due to recharging issues. The hcp felt the patient had gained weight and the ins was too deep. The patient was now able to charge without an issue. Spacer and sticky pads were ordered.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, product type: unknown; product ID pnma01411a004, product type: recharger; product ID 37791, product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 355531, lot# n315085, implanted: (B)(6) 2012, product type: screening device; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n304517, implanted: (B)(6) 2012, product type: accessory. (B)(4).